Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event involved a chemolock¿ bag spike where it was noted that blue particulate can be seen on the spike. It was noted that they used a 500 ml fresenius kabi 0.9% sodium chloride injection, non-dehp bags. The event was noted during compounding inside the bsc. There was no patient involvement, and no human harm.

Manufacturer narrative:
Received one used cl-10 for inspection. No defects or anomalies were observed. The spike was measured and found to meet dimensional specifications. The cl-10 was flushed with fluid and no particulate was collected. However, there was stovepipe flash observed on the port of the IV bag that could lead to particulates. The reported complaint can be confirmed due to the stovepipe flash found on the IV bag. The probable cause of the small blue flash inside the IV bag is due to stovepipe flash present on the blue freeflex IV bag port that was transferred to the white bag spike when the bag spike was inserted into the blue freeflex IV bag port. The IV bag is a non-ICU medical product. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.